Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient was in the hospital for an unrelated health issue, they received one inappropriate shock due to undersensing of the low amplitude r waves which created oversensing of the t-waves. Auto setup was performed and chose the same vector as the subcutaneous implantable cardioverter defibrillator (s-ICD) was previously programmed, however the gain changed from 1 to 2. It was noted that the patient had been receiving dialysis for some time and also had sleep apnea. No adverse patient effects were reported and the system remains in service.